Event description:
My dermatologist, dr (B)(6), injected juvederm in the area below the corners of my mouth. Everything was fine at first but approx 5 months later both sides swelled up severely. I felt itching, burning and soreness. I called my dermatologist's office to let them know and document the reaction. I went in for a f/u approx 1 month later and the swelling had cleared up. However, now I have developed redness, rash, and small blisters at the site of both injections, primarily on the left side. I went to another dermatologist, dr (B)(6), who took a look and prescribed eczema creme which is not working. The rash started in may and has not subsided. I have never had a rash like this on my face before. I have clear skin, no acne, no issues except for this. I don't know how long this will last but I'm angry that I spent a lot of hard-earned money on something that is creating so many problems. Drs (B)(6) have the treatment notes and exact dates, but I do not have access to my medical records.